Event description:
It was reported to philips that the azurion system images are selected and displayed on the video switching equipment, but while displaying live images, they disappear several times and are naturally captured. The device was in clinical use. No patient or user harm reported. A philips field service engineer (fse) inspected the system onsite and replaced the monitor which resolved the issue. The device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a diagnosis procedure and the procedure was completed as planned as the system was flickering occasionally. The philips field service engineer (fse) inspected the system onsite and found the left monitor on the large monitor in the examination room was flickering. Review of the system log files did not show any related malfunction. Fse checked the dvi cable of the control room and found there was a poor contact. The philips engineer replaced the spare dvi cable, and the system was returned to good working condition. The codes were updated based on the investigation outcome.